Event description:
Additional information received reported that the cause of the overdischarge was compliance. It was noted that the patient¿s husband was ill and the patient did not charge. It was stated that no replacement had been scheduled yet.

Event description:
It was reported that an overdischarge condition was confirmed on the patient¿s implantable neurostimulator (ins) and that the device system was to be replaced at a future date. It was unknown what number overdischarge this was on the ins device. It was noted that a physician mode recharge (pmr) was not performed on the ins nor were there any diagnostics or troubleshooting performed. There were no reported symptoms or complications associated with the event. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Follow up information received 2 days later reported that the cause of the overdischarge condition was due to patient compliance which also required frequent charging likely due to ¿age¿. It was also noted that the no date had been schedule for the replacement procedure. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no significant anomaly. It was reported that the battery had reduced capacity due to overdischarge.

Event description:
Additional information received reported that the patient was getting excellent coverage after replacement.

Event description:
Additional information received reported that the replacement would be today and the manufacturer's representative would update later in the day. Additional information received reported that the patient's implantable pulse generator (ipg), programmer, and charger were replaced. It was stated that all other components were in good working order and left in place. Additional information received reported that patient outcome or whether they were receiving effective therapy was unknown until follow up, but the patient recovered from surgery without sequela. Additional information received reported that device registration was in suspension and no action was needed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received that the implantable neurostimulator (ins) and plug were returned to the manufacturer with no additional information.

Manufacturer narrative:
Concomitant products: product ID: 399945, lot# v025309, implanted: (B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4), implanted:(B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.